Event description:
There was no reported patient impact associated with this complaint. The patient said she tried inserting new batteries into the pump and the pump did not power on. The patient denies visible damage with the latch, casing, or battery ID.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.